Manufacturer narrative:
The account alleged they have isolated the side rails and replaced the motor control board, but the alleged problem remains. Hill-rom technical support, after further troubleshooting, suggested that the customer replace the knee drive. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The account reported the foot section is rising unintentionally. The bed was located in the general medsurge area in the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).